Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 05471 , 0001825034 - 2018 - 05470.

Event description:
It was reported the reamers are worn and need replacements. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of products returned. The returned reamers showed dents and dings. Edges were not sharp as new reamers. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the reamers are worn and need replacements. No adverse events have been reported as a result of the malfunction.